Event description:
It was reported that this device could not be interrogated with the model 3300 programmer. There was success with the model 3200 programmer. Technical services suspects this is due to the device has older software than the model 3300 programmer. There were no adverse patient effects. The device remains implanted.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the event description for more information regarding the specific circumstances of this event.